Event description:
Pt reported having elevated blood glucose for the past 4 weeks up to 314 mg/dl. Pt stated she took a correction using her insulin pen. Pt reported she switched to her backup infusion device and her blood glucose level is okay at this time. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.